Event description:
The screwdriver bit axsos t20, ao fitting 5.0mm broke when surgeon did final tightening by hand. He used tab first before using the screw driver element to screw to the femur bone. There are 2 screwdrivers that broke.

Manufacturer narrative:
Evaluation summary: the reported event that the blade of the screwdrivers broke was confirmed. Based on the investigation, the root cause of the reported broken tip was attributed to a user related issue. The operative technique indicates that the final tightening must be performed with a torque limiting attachment to prevent over-tightening. A review of the labeling did not indicate any abnormalities. A review of the device history for the reported lot did not indicate any abnormalities. No corrective actions are required at this time. No indications of any material, manufacturing or design related problems were determined during the investigation.

Event description:
The screwdriver bit axsos t20, ao fitting 5.0mm broke when surgeon did final tightening by hand. He used tab first before using the screw driver element to screw to the femur bone. There are 2 screwdrivers that broke.

Manufacturer narrative:
Once the investigation has been completed, any additional information will be reported in a supplemental report.